Event description:
Analysis of the returned device found that the subject coil was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device returned together with microcatheter. The coil delivery wire was found to be kinked/bent in multiply areas. The main coil was found to be broken/fractured. The main coil was found to be stuck inside the microcatheter. The main coil was found to be stretched. The suture was found to be damaged. During functional inspection, coil in catheter friction functional test ¿ unable to perform as the main coil was found to be broken/fractured and stuck inside the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'moderately torturous'. The device was analyzed. The main coil was found to be broken off of the coil delivery wire and stuck inside the microcatheter. The coil was found to be stretched. The suture was found to be damaged. The coil delivery wire was found to be kinked/bent. An assignable cause of procedural factors will be assigned to the aa reported coil in catheter friction and to the as analyzed codes main coil broken/fractured during use, coil delivery wire kinked/bent, main coil stretched, main coil suture damage, coil jammed as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.